Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited decreased and intermittent sensing at post-implant follow-up in addition to inability to verify atrial capture. X-ray showed the lead remained in the patient's atrium but the physician was unable to rule out perforation. During intrinsic amplitude testing the patient was reported to be symptomatic due to underlying complete heart block. Pacing threshold tests were also performed but capture could not be confirmed; the device was reprogrammed from ddd to vvi. No further details regarding this event are available at this time. No additional adverse patient effects were reported.